Event description:
On (B)(6) 2012, it was reported that the vns patient had two suicidal gestures in an assessment dated (B)(6) 2012. The intent was stated to be definite, but very ambivalent with a minimal medical threat to life. The patient was also stated to have severe suicidal tendencies. (B)(4) attempts were made to the physician for further information but no additional information was received. A battery life calculation was performed which showed 5.52 years left until the elective replacement indicator flags as "yes".

Event description:
On (B)(6), 2012 additional information was received when the nurse stated that the patient comes in for therapy on a regular basis and she doesn't see any clinic notes reporting the two suicide attempts/gestures. The nurse reported that they had no information regarding these events and she has left several messages for the patient. She further indicated that the patient always gives accurate history so it is odd that all of a sudden he didn't report these events to his therapist. She stated that they saw the patient on (B)(6), 2012 and there was no evidence of suicidal tendencies however he has been grieving about his father who passed away. The nurse felt that maybe the patient forgot to tell his therapist about the two gestures/attempts since his father passed away and his family is holding him together. The nurse stated that she did not have any further information.

Event description:
Additional information was received on (B)(4) 2012, when the nurse reported that there was a miscommunication, the information about the two suicidal gestures were the same ones that were previously reported from back in (B)(6) 2011, (reported on MFR. Report # 1644487-2012-00042). The nurse stated that nothing has changed with the patient and there have not been recent suicidal attempts/gestures at all for this patient since (B)(6) 2011.